Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. No abnormalities were seen visually during the procedure. The patient was stable.